Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostyle device relative to an unknown procedure. Reportedly, all deployed well through harvesting the suture. When the footplate was closed, it would not disengage and go down. After opening and reclosing two times, the footplate finally engaged and closed. The suture was not used. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostyle device relative to an unknown procedure. Reportedly, all deployed well through harvesting the suture. When the footplate was closed, it would not disengage and go down. After opening and reclosing two times, the footplate finally engaged and closed. The suture was not used. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.